Manufacturer narrative:
A product investigation was performed: the evaluation found nothing that would indicate that this damage was caused by the manufacturing process. The root cause determined the likely issue was too much mechanical force had been applied during use.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing evaluation was completed: the one screw received is whole and intact, although damaged. The overall configuration and 5.9mm length indicate that this is a 4.511.236.01. The drive has been heavily damaged with flanks of the drive flattened into approximately 45 degrees. The top of the head bears many marks. The band has localized metal displacement downward from the drive. The bottom of the head and transition are relatively clean and undamaged. The first 2 - 3 threads are damaged in the form of compressed major diameters which forms a straight line parallel to the axis. The opposite side (approximately 180 opposed) is damaged in a like manner. The major diameter for the remaining threads has been compressed, but to a lesser degree. The flutes and tip are in good condition. The evaluation found nothing that would indicate that this damage was caused by the manufacturing process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during a procedure a screw broke. A plate was applied for mandibular prognathism surgery. At the time of fixing the lower edge of the proximal fragment, the surgeon attempted to insert the screw with using contra angle driver attached with the screwdriver blade but without success. Then the surgeon alternatively decided to use a different screw for emergency treatment. However that screw only went in about two third of its length and after many attempts, the reported screw ended up breaking at its head and became unable to engage with the driver. Eventually the surgeon decided not to insert the reported screw and completed the surgery. The plate was fixed with only five (5) screws, without the most proximal hole fixation. No surgical delay was reported. No adverse consequences to patient were reported. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: patient information is unknown. Device broke during insertion; device was not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. This complaint is assessed as not related to sterilization. Thus, the documents for the corresponding non sterile were reviewed with the following result: no non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.